Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported polyethylene wear; however, polyethylene wear after approximately 24-years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.